Event description:
It was reported that during a bilateral total knee replacement procedure, inaccuracies in the cuts were observed while utilizing the robotic-assisted solution satellite station device. The device was utilized in conjunction with the robotic-assisted solution saw interface left device and the robotic-assisted solution base station device. The reporter stated that the right side was finished without any problems, while the left side encountered multiple recurring error messages and an uneven cut on the femur. The tibial cut on the left side was completed without any issues; however, when the saw was used to make the initial femoral cut (distal femur cut), it repositioned itself multiple times, leading to an uneven cut. Throughout the subsequent femoral cuts, recurring error messages were displayed, such as "leg movement" and "unexpected distance change," despite indications that no actual movement had occurred. The pins, clamps, and reference points were all checked and indicated no issues. The reporter noted that the remaining cuts were ultimately completed, but they were not as precise as expected. The distal femur cut required correction with a freehand cut using a handheld saw, and there were issues with seating both the trial femoral component and the definitive component properly. To achieve this, the surgeon also had to perform several additional freehand cuts on other femoral areas. Once the definitive cementless femoral component was secured, additional bone graft was placed in certain areas. The surgeon noted that the resulting component appeared slightly more flexed than expected. There was a delay of ten to fifteen minutes in the surgical procedure due to the need to address the error messages, refine the cuts, and make several attempts to reseat the femoral component in a better (less flexed) position. It was reported that the procedure was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: d10: concomitant med products and therapy dates: robotic-assisted solution saw interface left device, robotic-assisted solution base station device, (B)(6) 2025. E1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: b5: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the surgery was completed by utilizing both the robotics device and manual method. The reporter noted that they estimated the cut to be less than 3mm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: upon further review of the additional information provided by the reporter, it has been clarified that the estimated cut of less than 3mm is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable, and reporting for this event is now complete.